Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies found. Proximal conductor fractured; distal segment returned and analyzed. It was observed the defib conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing and the outer tubing overlay were breached cut, and there was a bilumen tubing void (non-electrical).

Event description:
It was reported the device was explanted and returned due to failure. It was also reported there was t-wave oversensing with small r-waves. The device and the lead were replaced. No patient complications were reported as a result of this event.